Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. The software algorithm of the lh780 analyzer had its sensitivity set to [3202], which is the high level setting for blasts and mid level for variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). The test data associated with this patient sample was not available for analysis. The root cause for the (B)(6) blast flagging is unknown. A field service engineer was not dispatched to the site.

Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results for the differential; however, there was an action flag for a low platelet count (platelet count results not available). A manual differential was subsequently performed on the sample and 24% blast cells were observed. The customer believed the manual results to be correct. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.